Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a surgical patient experienced an unspecified infection related to the use of a vascu-guard patch. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment details, and patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.